Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant products: saline mentor smooth round high profile 460cc, catalog number 3503460, lot number 231495. (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient underwent a breast augmentation procedure with a saline mentor smooth round high profile 460cc and experienced deflation on the left breast implant and right capsular contracture baker grade IV on the right breast implant diagnosed by the healthcare professional¿s exam. As a result, the patient had undergone removal and replacement with gel mentor memorygel breast implants 600cc. The patient has fully recovered after the surgery. The patient had no complications after the surgery. This medwatch is for the left breast implant.

Manufacturer narrative:
On 06/02/18, it was reported to mentor that the mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 05/04/2018, it was reported to mentor that the device history record (DHR) of lot number 231495 reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 08/08/2018, it was reported to mentor that the device evaluation and investigation have been completed. Upon receipt by mentor, the device contained no fluid. During evaluation two creases were observed in the posterior aspect. Leak testing was performed in accordance with mentor procedures and it revealed a valve leak. No other anomalies were discovered. Deflation complaint was confirmed. Mentor performs 100% inspection and testing of all devices prior to release. A root cause failure analysis will not be conducted since the investigation of the reported failure could not confirm that an actual failure of the device to conform to expected performance had occurred. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Because product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Manufacturer¿s reference number: (B)(4).